Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified right common femoral artery after an interventional procedure. Reportedly, the device was difficult to advance due to the calcification and was removed. Hemostasis was achieved using a non-abbott device. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was not returned for investigation. No manufacturing related cause for the reported experience could be determined. As the lot number was not reported, a review of the device lot history record could not be performed.